Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed there was low power supply. The customer replaced the power management board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
E1 reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed an error code 111b - 35 v supply failed message. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.